Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump lost power, and evidence of moisture ingress was noted in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user could be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 02/09/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/24/2017 with the following findings: on investigation, the pump was returned with evidence of moisture in the battery compartment and on the battery cap. Pump was unable to power on for testing. Leak testing failed due to a crack in the battery compartment. The pump was opened for further investigation; no evidence of moisture was found inside the pump¿s interior compartment. Investigation confirmed the complaint.